Manufacturer narrative:
The zoll catheter was returned to zoll on 09/28/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest. A zoll icy catheter was inserted into the left femoral vein by an experienced physician. The insertion was smooth. The patient's temperature prior to ivtm therapy was 36.8 degree celsius. The thermogard console was set to a target temperature of 33 degree celsius. No other adjunctive temperature management procedures were performed on the patient. The indwell time of the catheter was 12 hours. Blood was noted in the icy catheter luered tubing's. The reported issue was noted at 33.2 degree celsius. The console did not display any error messages. No patient consequences were reported.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as an icy catheter pinhole leak at the medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressurizing the catheter, a pinhole leak was noted at the medial balloon. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 62569.